Event description:
During a retrospective complaint review, devilbiss healthcare identified a devilbiss model 525ds oxygen concentrator from a distributor with a complaint of "melted internal." This complaint was reported on (B)(6) 2019. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The root cause investigation revealed modest thermal deformation to the compressor housing and rear cabinet caused by intermittent fan operation. Devilbiss has an active CAPA for fan related issues.

Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor on may 10, 2019 involving a devilbiss oxygen concentrator that was "melted internal." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit at the time and determined that a cooling fan malfunction caused the fan to operate intermittently, resulting in thermal deformation to the rear cabinet and the compressor housing. Devilbiss has an active CAPA for fan complaints.